Event description:
As nurse practitioner was preparing to insert PICC line, the new product was opened. A hair was discovered in the "sterile" packaging. Defective product removed, new field prepared, and another product from a different lot was used.